Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated he got a little water on the insulin pump. Blood glucose value is 290 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. No moisture damage on electronic noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip.